Manufacturer narrative:
Neither valid product code nor lot number were provided for the product used during treatment. No product was returned for evaluation. Physical evaluation, full investigation or definitive conclusions were limited without adequate information or product to evaluate. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. There is no objective evidence to suggest a direct link between the surgical site inflammation and products used during the procedure. Product met specifications upon release. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that patient had left shoulder adhesive capsulitis that was treated with lysis of adhesions, manipulation under anesthesia. Patient was recovered.